Manufacturer narrative:
Clamp evaluation showed evidence of hyperextension. Shelf life for ivory clamps are 5 years, with the usage life being 1 year. This clamp has exceeded both. Despite multiple attempts to gather additional information from the reporting distributor, heraeus kulzer has not been provided with any specific information or events surrounding the breakage.

Event description:
Dealer contacted heraeus kulzer and stated: "we received a broken clamp back." There has been no additional information provided to heraeus kulzer in regards to this complaint.